Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model epk-3000-us is available in the USA with a 510k number k172156.

Event description:
When the power was turned on (B)(6) 2021, there was a problem that the image of the monitor and filing connected by analog output did not appear. No log history. Since it occurred before use, there is no health hazard to patients and medical staff.

Manufacturer narrative:
Correction information g6: follow up #1 h6: coding changed based on the investigation result it was found that the cause was the disappearance of the resistance pattern of the chip resistance due to the electrochemical corrosion phenomenon. The process board, system board, and ol-x30 have been replaced.